Event description:
It was reported that the patient presented for follow-up and upon device interrogation, episodes of noise were observed. The lead was capped and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.